Manufacturer narrative:
Initial.

Event description:
It was reported that a patient did not receive their usual cartridge discs in a recent supply shipment, and the patient¿s supply preference is for cartridge discs only. Symptoms included no reported clinical effects. Outcomes included no functional impact on health. Investigation included review of distribution and order fulfillment for correct product and quantity. Investigation of this case revealed a shipping or fulfillment discrepancy resulting in the wrong quantity or item provided. It was concluded, based on previously established findings for similar reports, that the cause was a logistics or supply chain error.